Event description:
During patient transfer from bed to cardiac chair, the bed and chair separated and the patient fell to the floor. Staff involved indicated the bed and chair were in the "locked" position. Patient landed on her right side where she recently had a right femur fracture repair with hardware. X-rays showed a shift in the hardware (pins and plate).